Manufacturer narrative:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding at all even though the selection button in the navigation ring was working-- it was possible to reach the diagnostic menu but impossible to select. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not responding at all even though the selection button in the navigation ring was working-- it was possible to reach the diagnostic menu but impossible to select. A service quote for the replacement ui assembly was sent to the customer for approval, and the customer accepted; however, multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Manufacturer narrative:
E:(B)(6). Reporter phone: (B)(6). Institution phone: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was not responding at all even though the selection button in the navigation ring was working-- it was possible to reach the diagnostic menu but impossible to select. At this time, it is unknown whether there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that the touchscreen was not responding at all even though the selection button in the navigation ring was working-- it was possible to reach the diagnostic menu but impossible to select. A service quote for the replacement ui assembly was sent to the customer for approval, and the customer accepted. Investigation is ongoing.